Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing leaked at the silicone segment that fits into the pump. The rn noted IV fluid on the ground and traced it to the tubing. There was no patient harm.

Event description:
The customer reported that the tubing leaked at the silicone segment that fits into the pump. The rn noted IV fluid on the ground and traced it to the tubing. There was no patient harm. An incomplete event date of (B)(6) 2018 was provided.

Manufacturer narrative:
Correction on follow-up(1): g.4 (B)(6) 2018.

Event description:
The customer reported that the tubing leaked at the silicone segment that fits into the pump. The rn noted IV fluid on the ground and traced it to the tubing. There was no patient harm. An incomplete event date of september, 2018 was provided.